Event description:
The rptr stated that rptr did back to back blood glucose tests, within 10 minutes of each other. Rptr's results were 87 and 114 mg/dl. Rptr did not have any symptoms. A control solution test was 127 mg/dl, within range. No harm was alleged.